Event description:
Customer contacted haemonetics on (B)(6), 2010 reporting that the inlet stopcock holder is broken on their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6), 2010 reporting that the inlet stopcock holder is broken on their orthopat machine. No injury or reaction was reported. Eval of the returned device confirmed the reported problem which was the result of a major blood spill. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).